Event description:
It is reported that when inserting the 40mm screw to the tm cup, the screw when through the cup. The surgeon then put in a 25mm screw and it held.

Manufacturer narrative:
Evaluation summary: the trilogy screw was not returned for analysis. Surgical notes were not provided and it is unknown if the screw was inserted according to the surgical technique. The instruments used for implantation are also unknown. Based on the provided information, the screw pull-through the acetabular shell hole may have been due to (but not limited to) one or a combination of the following factors. The screw may have been attempted to be inserted through the shell at an extreme angle. This may have been possible if the pilot hole was drilled without the use of a drill guide, or if the drill guide was not inserted into the screw hole, which would allow for extreme angulation. Alternatively, excessive torque may have been applied to fixate the screw. However, the root cause cannot be determined with certainty at this time. Evaluation: the device history record indicates that all components were manufactured, inspected, and packaged according to specifications. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.